Event description:
Three separate screw heads popped off the screw shaft once placed in bone leaving a portion of the three screw shafts in place without a means of retrieving them.====================== health professional's impression======================defect in the product.